Event description:
It was reported that the user experienced a dexcom g6 pairing failure with the ilet, during which the user toggled sensor settings and subsequently paired the transmitter and started a new sensor, while troubleshooting and education were provided. Symptoms included lightheadedness and hyperglycemia. Outcomes included elevated blood glucose to 489 mg/dl for a couple of hours, managed with subcutaneous insulin using an insulin pen, with no hospitalization, no professional medical intervention, and no ketone testing. Investigation included user-guided troubleshooting for sensor pairing and confirmation that alerts or alarms did not occur. Investigation of this case revealed a pairing issue limited to the ilet interface with the cgm, which resolved after re-pairing, with no device alarms and no evidence of hardware malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user interaction related to cgm pairing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.